Event description:
It was reported that the left ventricular (lv) lead experienced high, out of range, impedance. It was determined that the lead was loose from the implantable cardioverter defibrillator (ICD) due to a loose set screw. The lead was reconnected to the device and they both remain in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Cont.) C154dwk implantable cardioverter defibrillator (ICD)  implanted: 2009-(B)(6), 4076 implantable pacing lead, implanted: 2009-(B)(6). (B)(4).